Event description:
Infection prevention - irritation. A female patient developed blisters in the area where benzion was applied and steri strips placed. Reporter was not sure if the cause of blisters was the benzoin, the steri strips or combinations. Patient did not require treatment and is recovering. Sample and lot unknown. Additional information received by the customer via phone call (B)(6) 2014. It was reported by the customer that the incident happened to two patients. They believe the blister was caused by either the benzoin or the steri strips in both incidents. Both benzoins were discarded and will not be available for evaluation. There have been no other incidences at the facilities.

Manufacturer narrative:
(B)(4)-a device was not received for evaluation. However, since a lot number was received a device history record was conducted. Production records were reviewed for any potential issues that could relate to the reported event. Applicators were assembled on (B)(4) 2013 and no non-conformances were reported. There is no indication that manufacturing issues led to the reported event. Therefore the root cause remains undetermined.